Manufacturer narrative:
Device evaluation the fs-oa-10 device of lot number c1769235 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 12 apr 2021. R. On evaluation of the device it was noted that a silver wire was protruding after the silver band on the catheter. Document review prior to distribution fs-oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for fs-oa-10 of lot number c1769235 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1769235. In the final quality check, rev 016, the manufacturing team member, mtm, is instructed to in step 16 ¿verify stylet wire is not visible in scive¿. Step 17 ¿for fs-oa-10 verify lumen tip on guiding catheter is closed.¿ there is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc it should be noted that the instructions for use (ifu0096-1) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ one of the listed precautions also states ¿do not use this device if stent cannot advance through strictured area.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed the resistance encountered when advancing the introduction system in place to the target location, this could have caused the damage to the device. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR report being submitted as the investigation was completed on 12-jul-21, results and conclusions are outlined in section h of this report.

Event description:
This is a supplemental report being submitted as the lab evaluation was completed on 12-apr-21, the investigation is ongoing. As reported to customer relations via phone conversation "in the tip of the cathter there is a permanent stiffening piece of metal, and its this piece of metal that pealed out of the catheter. Thus, this metal piece separated at the tip. Another g31527-fs-oa-10 was opened and used to complete the intended procedure." Did any unintended section of the device remain inside the patient¿s body? No. Please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? No. Please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement - during placement. Device removal. Observation prior to patient contact. 2.1.2 please indicate where the device was stored prior to use. - stored in a cart, laying flat. 2.1.3 *what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?*- acrobat wire .035 2.1.4 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? No. If yes, please indicate the procedure performed. 2.1.5 *was the wire guide inspected for damage prior to use? Yes. 2.1.6 was the device at the center of the complaint inspected for damage prior to use? Yes. 2.1.7 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 2.1.8 if not with the device in question, how was the procedure finished? See above event description. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? Yes. 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - olympus. 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? - 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. - biliary duct. 2.2.5 was resistance encountered when advancing the wire guide to the target location?no. 2.2.6 *was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. - yes, but the devic did not make it to the stricture as the device failed previous to accessni the stricture. 2.2.7 *was resistance encountered when advancing the introduction system in place to the target location? Yes. 2.2.8 *was resistance encountered when advancing the stent through the obstructed area?* - never made it that far in the procedure n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? - if yes, please describe how. 2.2.9 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. - it was never placed 2.2.10 did any section of the device detach inside the endoscope or patient? - no 2.2.11 if the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). - n/a 2.2.12 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. - guide wire 2.2.13 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. - no. If so, please indicate the modifications and why they were necessary - n/a.

Manufacturer narrative:
Annex g: g04126 - stylet. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
(B)(4)investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "in the tip of the cathter there is a permanent stiffening piece of metal, and its this piece of metal that pealed out of the catheter. Thus, this metal piece separated at the tip. Another g31527-fs-oa-10 was opened and used to complete the intended procedure."did any unintended section of the device remain inside the patient¿s body? - no· please describe the object and how it was retrieved:did the patient experience a delay or require any additional procedure due to this occurrence? - no· please specify delay or any additional procedure(s) and provide details:has the complainant reported any adverse effects on the patient due to this occurrence? - nohas the complainant reported that the product caused or contributed to the adverse effects? - no· please specify adverse effects and provide details. For all complaints, ask: does the complaint relate to: device placement - during placement device removal observation prior to patient contact please indicate where the device was stored prior to use. - stored in a cart, laying flat. *what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?*- acrobat wire .035 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? - no if yes, please indicate the procedure performed. *was the wire guide inspected for damage prior to use?* - yes was the device at the center of the complaint inspected for damage prior to use? - yes did the patient involved exhibit altered anatomy or tortuous anatomy? - no *if not with the device in question, how was the procedure finished?* - see above event description for complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? - yes what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - olympus does your medical facility have a service/maintenance schedule associated with its endoscopes? - please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. - biliary duct *was resistance encountered when advancing the wire guide to the target location?* - no *was the stricture dilated prior to placing the device?* ¿ if so, please indicate what device(s) were used. - yes, but the devic did not make it to the stricture as the device failed previous to accessni the stricture *was resistance encountered when advancing the introduction system in place to the target location?* - yes *was resistance encountered when advancing the stent through the obstructed area?* - never made it that far in the procedure n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? - if yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. - it was never placed did any section of the device detach inside the endoscope or patient? - no if the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). - n/a please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. - guide wire were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding cathetershortened. - no if so, please indicate the modifications and why they were necessary - n/a